Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(4) 2012 that this patient was presented for a scheduled device replacement procedure. With the shock vector programmed to triad, the shock impedance measurement was 125 ohms. A 1.1 joule synchronized shock was delivered and the recorded shock impedance was 38 ohms. Induction testing was performed and the induced ventricular fibrillation (vf) was successfully terminated following delivery of a 21 joule shock. The measured shock impedance was within normal range (43 ohms). The impedance measurements when programmed to other shock vectors were less than 125 ohms. No intervention was undertaken and this right ventricular (rv) defibrillation lead remained in-service. Subsequently, boston scientific received information that this patient's monitoring system detected a red alert (high shock lead impedance) in (B)(6) 2014. The local representative was notified and the information was reviewed by the clinic. The physician has elected to continue monitoring the performance of the system.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) if the (B)(6) 2014 red alert was sent out. Ts confirmed that the red alert for high rv shock impedance (greater than 200 ohms) was reported and was reviewed /dismissed by a member of the clinic staff. Ts was informed that the patient was last seen in (B)(6) 2014 and was not seen for an in-clinic device check after that date. The patient is usually seen annually. Ts discussed concerns with the out-of-range shock impedances. Additionally, ts suggested that a chest xray should be taken to assess the device/lead system and a reprogramming check of each shock configuration. Boston scientific received information from the local representative that the physician does not plan to make any changes to this device and lead system.